Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was returned for evaluation and no problems were found with the device. There was no sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Event description:
The complainant reported a patient was on impella cp support and during support, the patient had a large hematoma at the access site. When the pump was being repositioned, force was used which caused the hematoma. Blood products were given to the patient and the pump was explanted. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿